Manufacturer narrative:
The lower case was confirmed to be damaged with the seal protruding. Display wire insulation was pinched with underlying wire exposed. The keypad was scratched. The encoder assembly and two knob encoders were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4) this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged lower case with a protruding seal. The epg was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.